Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), product type: lead. Product ID: 977a160, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported the manufacturer representative met with the patient on the day of report for programming and noted no stimulation sensation on the left lead. It was reported the patient had no headache and was sitting at 70 degrees. It was further reported the caller noted the left lead was getting ¿1.1 and 1.85v amplitude (but was assumed they meant the right lead)¿. It was reported the manufacturer representative tried to program the lead incorporating a ¿u shape design¿ with both leads and at this point the patient reported a slight headache. It was reported the manufacturer representative believed the left lead could be in the intrathecal space. **information omitted pertaining to event (B)(4) ¿ difficulty advancing lead** additional information received reported no diagnostics were performed, just the post-operative programming. It was reported no malfunctions were seen other than only the right side coverage. It was reported the patient outcome was unknown.